Event description:
It was reported that the charging pad would not charge the ilet, and the user reverted to alternative therapy; a replacement charger was provided. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a power source problem associated with the battery charger, consistent with a charging problem of the device. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.